Manufacturer narrative:
Conclusion: this device has been returned, but results of investigation are still pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Patient had a type 4 arch so a penumbra (B)(4) neuron max was elected to be used for an access catheter. Neither a 6f of 5f catheter could fit through the neuron max. Because of this the neuron max was discarded for the (B)(4) penumbra neuron max catheter.

Manufacturer narrative:
Results: the neuron max does not have any visible damage to the exterior of the catheter. The catheter was dissected for inspection approximately 1.0 cm distal of the hub. It appears that the lumen collapsed during hub over molding. A 0.088" mandrel was introduced through the hub of the neuron max. The mandrel could not be advanced distally. The mandrel was back loaded from the distal tip of the neuron and advanced proximally, but did not exit the hub. A 0.06355" pin gauge was introduced through the hub and advance distally. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The compliant indicates that a 6f select (ber) and 5f select (ber) could not be loaded into the hub of the neuron max. During the evaluation of the neuron max a 0.088" mandrel could not enter through the hub. The same mandrel was back loaded through the distal tip of the neuron and advanced proximal, but did not exit the hub. The catheter was dissected. It was visible looking through a microscope that there was excess material blocking the inner lumen of the shaft. The hub ID is inspected according to device inspection instructions. All units sampled in this lot passed for this inspection. The cause of the complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.